Manufacturer narrative:
The device was evaluated and the evaluation found water tightness was lost due to a pinhole on bending section cover (a-rubber). In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: bending angle in up direction and in down direction did not meet the standard value due to wear of an angle wire; universal cord had discoloration; forceps channel port and distal end had a dent; a-rubber had cut; adhesive on a-rubber was detached and electrical pins of electrical connector found corroded. Scratches were found on light guide-cover glass, control unit, scope-cover, switch 1, universal cord, grip, angulation lever, distal end and on the suction-connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: pandit bhagwat dayal sharma post graduate institute of medical sciences (edited in respective field due to character limitation).

Event description:
The customer reported to olympus that during reprocessing found the bronchovideoscope had leakage from the bending section cover (a-rubber) & had scratches and wrinkles on the connecting tube. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation, the connecting tube had coating peeling (1mm2 or more) was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be detected/prevented by following the instructions for use which state: "3.2 inspection of the endoscope: 5.inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.